Manufacturer narrative:
Section d4, lot number and expiration date were corrected. Internal investigations revealed an issue with the reagent lot leading to under-recovery at the very low end of the normal range.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of low results not corresponding to the clinical picture for multiple patient samples tested for elecsys pth (pth) on a cobas 8000 e 602 module using a particular reagent lot number. The initial results were all < 1.2 pg/ml. These results were reported outside of the laboratory where the doctor stated the results did not match the clinical status of the patient. No repeat testing was performed. The e602 module serial number was (B)(4).